Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was in the 500 mg/dl range. The customer's mother stated that the customer had been wearing the insulin pump at the time of the event. The caller stated that the customer was in the hospital for 2 days, then released. The caller stated that the customer experienced high blood glucose for 2 weeks, but site changes did not resolve the issue. She stated that the customer woke up with high blood glucose of 499 mg/dl. She mentioned that the insulin pump had alarmed no delivery on some occasions. She reported that the insulin pump was unsuccessful in lowering blood glucose and had a part that looked burnt. She stated that the customer was disconnected from the insulin pump and reverted to manual injections. The caller declined troubleshooting assistance on the insulin pump and requested its replacement.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump had minor scratches on the lcd window, cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a stained end cap sticker.